Event description:
Using wilson cook disposable hot biopsy forcep during endoscopy procedure. The forcep was placed through the scope, with jaws opened inside patient, unable to close the jaws (to remove device through endoscope.) Had to remove the scope with jaws open and cut the device. The procedure continued with another of the same product.